Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("fallopian tube perforation / perforation (other): location of the perforation (cul-de-sac)"), device dislocation ("unknown 3rd coil"), uterine perforation ("uterus perforation / migration of essure device location of device: pelvis"), pelvic pain ("chronic pelvic pain") and genital haemorrhage ("abnormal bleeding (genital)") in a 39-year-old female patient who had essure (batch no. 740670) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included sinus infection. On unknown date: total bilateral occlusion. Previously administered products included for an unreported indication: implanon from (B)(6)2008 to (B)(6)2010. Concomitant products included ketorolac tromethamine (toradol) and pethidine hydrochloride (demerol). In (B)(6)2008, the patient had essure inserted. In 2010, the patient experienced migraine ("migraines"), headache ("headaches") and adnexa uteri pain ("ovary pain"). In (B)(6)2010, the patient experienced pelvic pain (seriousness criterion medically significant) and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6)2010, the patient experienced dyspareunia ("painful intercourse / dyspareunia (painful sexual intercourse)"). In (B)(6)2011, the patient experienced genital haemorrhage (seriousness criterion medically significant), menorrhagia ("excessive and abnormal bleeding during menstruation / abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6)2011, the patient experienced anger ("hormonal changes describe: angry and often") and mood swings ("hormonal changes - describe: mood swings"). In (B)(6)2011, the patient experienced fatigue ("fatigue"). On (B)(6)2017, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), discomfort ("uncomfortable") and fallopian tube spasm ("tubal spasm"). The patient was treated with ibuprofen, sumatriptan succinate (imitrex df) and surgery (hysterectomy on (B)(6)2017 with bilateral salpingectomy - total and hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6)2017. At the time of the report, the fallopian tube perforation, device dislocation, uterine perforation, anger, migraine, adnexa uteri pain, discomfort and fallopian tube spasm outcome was unknown and the pelvic pain, genital haemorrhage, dyspareunia, menorrhagia, vaginal haemorrhage, headache, dysmenorrhoea, fatigue and mood swings had resolved. The reporter considered adnexa uteri pain, anger, device dislocation, discomfort, dysmenorrhoea, dyspareunia, fallopian tube perforation, fallopian tube spasm, fatigue, genital haemorrhage, headache, menorrhagia, migraine, mood swings, pelvic pain, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: physician recommended she have the device surgically removed. Discrepancy noted in essure insertion date: (B)(6)2008 & (B)(6)2010 discrepancy noted in removal date (B)(6)2017 and (B)(6)2017 diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in december 2010: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: pelvic pain, dyspareunia, vaginal haemorrhage. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on(B)(6)2019: plaintiff fact sheet received. Event unknown 3rd coil was added. Number of device involved is updated from 2 to 3 in product tab. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("fallopian tube perforation"), uterine perforation ("uterus perforation / migration of essure device location of device: pelvis"), pelvic pain ("chronic pelvic pain") and genital haemorrhage ("abnormal bleeding (genital)") in an adult female patient who had essure (batch no. 740670) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included sinus infection. Previously administered products included for an unreported indication: implanon from (B)(6) 2008 to (B)(6) 2010. In (B)(6) 2008, the patient had essure inserted. In 2010, the patient experienced migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)") and adnexa uteri pain ("ovary pain"). In (B)(6) 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and the first episode of menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2011, the patient experienced anger ("hormonal changes describe: angry and often"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), dyspareunia ("painful intercourse"), the second episode of menorrhagia ("excessive and abnormal bleeding during menstruation"), fatigue ("fatigue"), discomfort ("uncomfortable") and fallopian tube spasm ("tubal spasm"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy) . Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, uterine perforation, genital haemorrhage, the last episode of menorrhagia, anger, migraine, dysmenorrhoea, fatigue, adnexa uteri pain, discomfort and fallopian tube spasm outcome was unknown and the pelvic pain, dyspareunia, vaginal haemorrhage and headache had resolved. The reporter considered adnexa uteri pain, anger, discomfort, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, headache, migraine, pelvic pain, uterine perforation, vaginal haemorrhage, the first episode of menorrhagia and the second episode of menorrhagia to be related to essure. No further causality assessment were provided for the product. The reporter commented: physician recommended she have the device surgically removed. Discrepancy noted in essure insertion date: (B)(6) 2008 & (B)(6) 2010. Diagnostic results: on unknown date: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 12-jun-2018: plaintiff fact sheet received. Events angry, vaginal, menorrhagia, migraines / headaches , fallopian tube perforation, uterine perforation fatigue, ovary pain, tubal spasm,abnormal bleeding(genital) were added. Lot number & lab data updated. Concomitant , historical conditions were added. Product, patient & reporter information updated. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("fallopian tube perforation"), uterine perforation ("uterus perforation / migration of essure device location of device: pelvis"), pelvic pain ("chronic pelvic pain") and genital haemorrhage ("abnormal bleeding (genital)") in an adult female patient who had essure (batch no. 740670) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included sinus infection. Previously administered products included for an unreported indication: implanon from may 2008 to july 2010. In (B)(6) 2008, the patient had essure inserted. In 2010, the patient experienced migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)") and adnexa uteri pain ("ovary pain"). In (B)(6) 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and the first episode of menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2011, the patient experienced anger ("hormonal changes describe: angry and often"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), dyspareunia ("painful intercourse"), the second episode of menorrhagia ("excessive and abnormal bleeding during menstruation"), fatigue ("fatigue"), discomfort ("uncomfortable") and fallopian tube spasm ("tubal spasm"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy) and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, uterine perforation, genital haemorrhage, the last episode of menorrhagia, anger, migraine, dysmenorrhoea, fatigue, adnexa uteri pain, discomfort and fallopian tube spasm outcome was unknown and the pelvic pain, dyspareunia, vaginal haemorrhage and headache had resolved. The reporter considered adnexa uteri pain, anger, discomfort, dysmenorrhoea, dyspareunia, fallopian tube perforation, fallopian tube spasm, fatigue, genital haemorrhage, headache, migraine, pelvic pain, uterine perforation, vaginal haemorrhage, the first episode of menorrhagia and the second episode of menorrhagia to be related to essure. The reporter commented: physician recommended she have the device surgically removed. Discrepancy noted in essure insertion date: (B)(6) 2010. Diagnostic results: on unknown date: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-jul-2018: quality-safety evaluation of ptc update. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("fallopian tube perforation / perforation (other): location of the perforation (cul-de-sac)"), uterine perforation ("uterus perforation / migration of essure device location of device: pelvis"), pelvic pain ("chronic pelvic pain") and genital haemorrhage ("abnormal bleeding (genital)") in a 39-year-old female patient who had essure (batch no. 740670) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included sinus infection. Previously administered products included for an unreported indication: implanon from may 2008 to july 2010. Concomitant products included ketorolac tromethamine (toradol) and pethidine hydrochloride (demerol). In june 2008, the patient had essure inserted. In 2010, the patient experienced migraine ("migraines"), headache ("headaches") and adnexa uteri pain ("ovary pain"). In october 2010, the patient experienced pelvic pain (seriousness criterion medically significant) and dysmenorrhoea ("dysmenorrhea (cramping)"). In december 2010, the patient experienced dyspareunia ("painful intercourse / dyspareunia (painful sexual intercourse)"). In january 2011, the patient experienced genital haemorrhage (seriousness criterion medically significant), menorrhagia ("excessive and abnormal bleeding during menstruation / abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In march 2011, the patient experienced anger ("hormonal changes describe: angry and often") and mood swings ("hormonal changes - describe: mood swings"). In may 2011, the patient experienced fatigue ("fatigue"). On (B)(6) 2017, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), discomfort ("uncomfortable") and fallopian tube spasm ("tubal spasm"). The patient was treated with ibuprofen, sumatriptan succinate (imitrex df) and surgery (hysterectomy with bilateral salpingectomy and hysterectomy with bilateral salpingectomy - total). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, uterine perforation, anger, migraine, adnexa uteri pain, discomfort and fallopian tube spasm outcome was unknown and the pelvic pain, genital haemorrhage, dyspareunia, menorrhagia, vaginal haemorrhage, headache, dysmenorrhoea, fatigue and mood swings had resolved. The reporter considered adnexa uteri pain, anger, discomfort, dysmenorrhoea, dyspareunia, fallopian tube perforation, fallopian tube spasm, fatigue, genital haemorrhage, headache, menorrhagia, migraine, mood swings, pelvic pain, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: physician recommended she have the device surgically removed. Discrepancy noted in essure insertion date: ??-jun-2008 & (B)(6) 2010 discrepancy noted in removal date (B)(6) 2017 and (B)(6) 2017 diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in december 2010: total bilateral occlusion. Diagnostic results: on unknown date: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: pelvic pain, dyspareunia, vaginal haemorrhage. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet and medical records received. Events added from pfs- hormonal changes - describe: mood swings. Onset date of event were updated. Reporter information, treatment drug, concomitant drug were added. Incident we received a lot number a technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.